Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving heparin (1000 units/ml at 1000 units/day) via an implanted pump. The indication for pump use was cancer chemotherapy. It was reported that the patient had an issue with her pump flipping. It began flipping sometime this summer and they sutured it down sometime this fall.